Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient conditions. The reported mr resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, one clip was implanted, reducing mr to 1. On (B)(6) 2020, the patient was readmitted with dyspnea. An echocardiogram was performed, and it revealed that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. On (B)(6) 2020, the patient underwent a second mitraclip procedure for treatment. One additional clip was implanted, reducing mr to 2. No additional information was provided.